Event description:
It was reported, the powerseal had an incomplete seal cycle error message. The issue occurred during a therapeutic myomectomy procedure. The device was replaced with a device and the procedure was competed using the same set of equipment. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation and its condition was unknown, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.